Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent another procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent cystoscopy, takedown burch procedure, and urethrolysis due to voiding dysfunction and intrinsic sphincter deficiency. On (B)(6) 2010, pelvic exam under anesthesia, cystoscopy takedown of sling, urethrolysis, spiral sling, placement of supra pubic tube due to recurrent sui, and status post failed three anti-incontinence operations. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.